Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged. The patient lost 50 pounds and the battery shifted to a location that was difficult for the patient to get a good recharging connection. The representative jump-started the battery, charged the ins, and the por was cleared. The overdischarge was resolved. No further complications reported.

Event description:
Additional information received from the representative. It was reported that the representative discussed with the doctor about potentially moving the battery to a better location if they continued to have charging difficulties. For now the issue was resolved- the battery was jumped and the resulting por was cleared. The representative worked with the patient to find the best recharging position and the patient reported they would continue to use that position at home. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.